Event description:
Implant didn't achieve osseointegration, implant was completely covered with bone, diabetes mellitus, smoker, biomechanical overload, mobility. Due to medical history and patient not being compliment. Same patient as (B)(6).